Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours the cannula had not deployed upon initial activation and the pink slide had not moved forward. The pod will not be returned as it has been discarded.